Event description:
It was reported that the procedure was cancelled. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was not completed due to this event. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that the procedure was cancelled. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was not completed due to this event. There were no patient complications reported and the patient status was stable. It was further reported that only the imaging procedure was cancelled and that the patient was treated as planned with stent implantation. The patient was under local anesthesia.

Event description:
It was reported that the procedure was cancelled. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was not completed due to this event. There were no patient complications reported and the patient status was stable. It was further reported that only the imaging procedure was cancelled and that the patient was treated as planned with stent implantation. The patient was under local anesthesia.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked. Impedance testing showed an electrical open at the distal end of the catheter, 0-10 cm from the distal housing.